Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The canister closure system was realigned to resolve the issue.

Event description:
The hospital reported the unit had a leak. There was no report of patient involvement.